Event description:
Pt undergoing removal of pacemaker leads. Spectranetics laser with spectranetics sheath used to remove calcified lead. Multiple burns along the inner wall of the superior vena cava. Pt taken to the or for emergent repair. Permanent neurologic damage and death due to clamp time for extensive injury repair. Autopsy declined. Laceration were found during suergery of the innominate vein and superior. Vena cava leads were epicardial lead and internal cardioversion defibrillator.